Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure symptoms/ae: none. It was reported that during an interventional procedure in the right superficial femoral artery the fox plus balloon ruptured at 3 atmospheres during the first inflation. The device was removed and there was no adverse patient effect. Though requested, no additional information was provided.